Manufacturer narrative:
Returned for eval was one used pmta accu2i intermediate applicator. Visual examination noted that the tip is bent 40 degrees; however the tip was still attached. Functional testing could not be conducted due to the condition of the returned device, this complaint has been determined to meet the criteria as a reportable event. The customer's reported complaint description of the tip being bent is confirmed. A definitive root cause for the complaint description cannot be determined. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A possible contributing factor could have been operational context; i.e. Probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the pt." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
As reported (B)(6) 2015, pt of unk age and gender presented for a microwave procedure. During the procedure, when the treating physician repositioned the applicator, it was noted the tip of the applicator probe appeared to be bent. The device was set aside and a new of the same device was used to successfully complete the procedure. The pt suffered no permanent harm or injury due to this event as the defective disposable device did not come into contact with the pt. It was reported the disposable device has been returned to the manufacturer for eval.